Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
A report was received via facility medwatch form mw5154045, that patient had increased pain in more locations. It was noted that patient had a metal allergy which resulted in severe itching. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7080620.

Event description:
A report was received via facility medwatch form mw5154045, that patient had increased pain in more locations. It was noted that patient had a metal allergy which resulted in severe itching. The patient underwent an explant procedure. Additional information received that all devices were explanted and will not be return due to hospital policy.